Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to completed investigation of the device. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to have noisy rpms, and the control bar was not in the correct position. The control bar was adjusted, and the motor was replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted.

Event description:
It was noted that during surgery the device cut too deeply exposing fat and requiring suturing. The guard was changed from a 4 to a 2 resulting in shredded skin during a test. Another tray was used and cut too deep again. During this time when pressure was set to 100 psi the device sounded irregular when changed to 150 psi it sounded normal. Diligence is complete.